Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 120 mg/dl and 375 mg/dl. Results were from the same fingerstick. Customer said she tried another test, but obtained an error message. Customer waited 20 minutes and retested at hi (greater than 600 mg/dl). Customer was feeling hyperglycemic, but did not treat herself. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer has discarded strip vial. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer